Manufacturer narrative:
The implanting physician had declined to perform intra-op testing at the time of the initial implant and also declined to share the imaging used to diagnose lead migration. The patient reported immediate lack of relief upon initial system activation. With no intra-op testing performed it is difficult to determine if the leads were placed at the optimal location initially. There are no reports of any events between implant and activation that may have caused or contributed to migration of the newly implanted components.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. The patient participated in a successful trial phase with nalu prior to implanting a permanent system. Upon activating the permanent system the patient reported not getting sufficient pain relief. Multiple attempts were made to reprogram the system to optimize therapy with no success, leading to further frustration from the patient. Imaging is reported to have been done by the implanting physician and found leads had migrated. On (B)(6) 2025 a different physician performed a surgical revision to remove the non-tined system and place a new system with tined leads to provide improved stability.